Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and the center button was not responding also blank display. The blood glucose was unknown. The customer declined to further troubleshoot as they are driving so advised them to monitor the pump. The customer stated that they were able to clear and able rewind the insulin pump and the insulin pump was working ok. The device will not be returned for the analysis.